Event description:
The user facility reported that during by-pass, a vacuum assisted venous drainage line was attached to the auxillary port because the vent port was obstructed by the temperature probe. Subsequently, the reservoir level dropped causing the level sensor to alarm, and then, the perfusionist noticed that some air was visible in the venous line. The perfusionist was unable to remove the air from the venous line and thought the reservoir may have become pressurized. A port cap and then the vacuum line were disconnected from the reservoir and blood shot out. Some of the blood hit the perfusionist in the face. The blood loss was estimated at 100-cc. The procedure was completed successfully. The pt and the perfusionist are reported to be fine with no adverse effects from this event. Testing for hepatitis and hiv has been initiated as a safety measure due to the exposure. As of this time, all tests are negative.